Event description:
It was reported that during a stenting treatment procedure, the stent deployed prematurely. A 7x60x120mm epic vascular stent was selected to treat a lesion in an unknown anatomy location. Difficulty was encountered while the stent was advancing in the introducer. It was then noted that the stent prematurely deployed. It was unspecified where the stent deployed. The procedure was completed with another same device. No patient complications were reported.

Manufacturer narrative:
The epic device was received with the safety-lock securely attached to the rack, as-received; however, it could not be determined if it was removed and replaced prior to return to bsc. The distal end of the stent was partially expanded a length of 4.5mm. There was a strut bent back in the first row of stent struts. The outer shaft was buckled adjacent to the distal markerband. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, the stent deployed prematurely. A 7x60x120mm epic vascular stent was selected to treat a lesion in an unknown anatomy location. Difficulty was encountered while the stent was advancing in the introducer. It was then noted that the stent prematurely deployed. It was unspecified where the stent deployed. The procedure was completed with another same device. No patient complications were reported.

Manufacturer narrative:
(B)(4).